Event description:
On (B)(6) 2009, the patient reported he began using a new box of insulin infusion sets on (B)(6) 2009. He stated that the next day, he looked down and noticed his infusion headset had completely fallen off. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.